Event description:
The physician attempted arteriotomy closure with the prostar xl 8fr device following an interventional procedure. It was reported that during deployment of the needles, "only 3 of the 4 needles worked properly, the fourth needle was not deployed in the proper way". The physician attempted twice to back the neeldes down to return them to the sheath, but was unsuccessful. It was reported that the physician was unable to remove the device from the patient's artery. An "arteriectomy" was performed and the device was extracted. Manufal compression was held and hemostasis was achieved. There were no reports of further adverse patient sequelae. Although requested, no additional information has been provided.